Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula. Blood was observed on the adhesive pad. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. The incorrectly installed formed needle was confirmed to be the cause of the reported needle failing to retract and bleeding at the infusion side. During the investigation, the distal tip of the soft cannula was observed to be crushed and damaged above the cross drill. Fluid path testing found that this damage did not prevent fluid from flowing through the complete fluid path. The exact timing and cause of the damage to the soft cannula could not be determined.

Event description:
It was reported that the patient noticed bleeding coming from the infusion site after the wearing the pod between 1 and 4 hours. When removed it appeared that the needle was still visible, indicating it did not retract back into the pod as intended at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.